Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate shock due to lead noise. The oversensing was reproducible with deep breathing. Externalized conductors were observed via x-rays. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.